Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use, infection is a known possible risk associated with use of the programmable implantable pump. Additionally, the patient's wound site never healed properly, which could mean that the possible infection was the result of patient specific factors. Representative stated that there was no information as to why the infection occurred. (B)(4).

Event description:
Representative contacted technical solutions in order to report a pump explant due to a possible infection. Representative stated that the patients wound site never healed/closed properly and that the physician suspected an infection at the pump site. There was no suspected catheter infection and that it was explanted along with the pump. Representative confirmed that the pump and catheter were disposed of at the facility.